Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The other haptic was bent-distal area. The optic was scratched. While we were unable to determine the origin of the damage, our observation reasonably suggest that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/20/2009, 04/21/2009, 04/22/2009, and 05/05/2009 by phone, fax, and mail. A completed questionnaire was received on 05/20/2009.

Event description:
A materials manager reported that following insertion of an intraocular lens (iol) the capsular bag was noted to have a tear. The surgical incision was enlarged to facilitate removal of the iol. During the removal of the iol, it was noted that the haptic had broken. The iol was replaced with a different model iol. In a follow up, the surgeon reported the event resolved with treatment.